Manufacturer narrative:
Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). The on-site replacement of the touch screen and processor board was able to resolve the issue. No further issues have been reported. This is a known issue related to the design of the device. Corrective actions have already been implemented.

Manufacturer narrative:
There was no patient involvement. (B)(6). Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure and identified fluid penetration into the touch screen. The technician replaced the touch screen and the processor board to resolve the malfunction. Subsequent functional verification testing was completed without further issue and the unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that the display of an s5 roller pump became unresponsive during priming. There was no patient involvement.